Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation it was noted that the pacemaker was in backup vvi mode and a message would appear saying "unknown pacemaker". On (B)(6) 2018, the device was explanted and replaced. The same issue occurred prior to the procedure. Patient was well during and after the procedure.

Manufacturer narrative:
Device was returned in bvvi mode, which was discovered during the device interrogation while implanted. Device image was corrupted and reason for bvvi is unknown. Device code was downloaded, and device was programmed successfully without any issues.